Event description:
It was reported that the tip of the drill fractured when the surgeon tested it prior to use by attaching the drill to a power tool and rotating it on a clean table. This was not the first use of the drill. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11 no product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show signs of attempted use including marking and scratching on the drill surface. Further inspection shows that the drill has fractured near where the fluted portion of drill meets the drill base. The complaint is confirmed. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show and the product was 100% inspected. The product has an estimated field age of five years and there was no reported patient harm. The root cause of the reported issue is attributed to a user error. The IFU for this device states in the warnings/precautions section that this ¿device is single use only.¿ the IFU also states in the instructions for use section that the ¿twist drill should not be revved prior to contact with the bone. Revving the drill prior to contact with the bone may cause breakage of the drill, injury to the patient or damage to surrounding tissue.¿ the reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.